Manufacturer narrative:
Device is combination product.

Event description:
It was reported that thrombosis occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 60mmx2.75mm, eccentric, de novo target lesion was located in the ostial and proximal right coronary artery. After a pt2 ls guidewire was placed, the target lesion was predilated with a 2.5x 20mm emerge balloon. A 2.50x32mm promus element plus drug-eluting stent was implanted in the target lesion. A 2.75x32mm promus element plus drug-eluting stent was also advanced for treatment. However, during positioning, the stent stopped outside of the ostium into the aorta and there was no back flow. When the 2.75x32mm device was removed, it was noted that the catheter was full of thrombi and that the stent had a distorted configuration. The procedure was completed with another 2.75x32mm promus element plus. There were no further patient complications and the patient's status was stable.